Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700 . As it was stated the top cover was cracked and it was breaking into small pieces of plastic which have the potential to fall. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of d4 version or model #, catalog #, h3b device not eval provide code fields deems required. This is based on the internal evaluation. The correction of d4 version or model # and d4 catalog # deems required. This is based on the internal evaluation. Previous d4 version or model #: ard569201917 corrected d4 version or model #: ardpwt259052a previous d4 catalog #: ard569201917 corrected d4 catalog #: blank previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: blank getinge became aware of an issue with one of our surgical lights ¿ powerled ii 700 . As it was stated the top cover was cracked and it was breaking into small pieces of plastic which have the potential to fall. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, defective pwdii-7-upper cover + handle (ard369221998) was replaced and the device was released for clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during cleaning. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated, the light must have received not minor shocks but violent shocks and impacts (misuse) with probably another devices. This cover breakage is the result of collisions and misuse. Or equipment is colliding directly with the cover of the light. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).